Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had a air bubbles. Customer stated the size of air bubble was 2 cm and it was occurred after 36 hours. Customer did not store insulin at room temperature. Customer did not use prefilled reservoir, no rewind with reservoir. Performed high pressure test, no leaks were detected. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.